Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl. The customer administered an insulin injection adn the bg level dropped to 350 mg/dl. Tandem technical support performed a system check and the infusion tubing was found to be occluded. The customer changed the infusion set. The customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.